Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested local brand polyester nasopharyngeal swab. Repeat testing was performed approximately one hour later on the same day ((B)(6) 2021) generating negative results. Confirmation testing was not performed. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 1025745 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025745 and test base part number 190-430 / lot 1025745. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025745 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.